Event description:
Reported alleged the compact plus system generated a blood glucose result of lo (less than 10 mg/dl) when an un-dosed test strip was inserted, before blood or control solution was applied to it. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.